Manufacturer narrative:
This report is submitted on september 20, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced skin overgrowth, infection and inflammation at the abutment site. Subsequently, the patient was treated with antibiotics (type and date not reported) and the patient underwent skin revision using silver nitrate. Revision surgery in order to convert the patient to a subcutaneous baha implant system is scheduled; however it is unknown if this has occurred as of the date of this report.